Event description:
At a generator replacement surgery due to battery depletion, high impedance was found during system diagnostics performed prior to and after the replacement. The lead was not revised and the replacement generator was left connected to the lead. Lead revision was to be planned after consult. No lead revision has occurred to date. No further relevant information has been received to date.

Event description:
A lead revision surgery was performed. It was stated that while explanting the lead, the septum plug of the generator was inadvertently detached, so the generator was also replaced at this time. Post-operation diagnostics indicated that the newly implanted vns system was functioning as intended. The explanted devices have been received to date, however no analysis has been completed to date. No additional relevant information has been received to date.

Manufacturer narrative:
Corrected data. Supplemental report #1 inadvertently did not include further information regarding the septum plug detachment.

Event description:
During the lead replacement surgery, the surgeon's scrub tech detached the lead from the generator and was having trouble removing the lead. The company representative was not in the area and was unable to visualize this difficulty. The tech called for the assistance from the representative on how to utilize the screwdriver and remove the lead. The representative provided training for the tech unfamiliar with the process and was able to help the tech detach the lead. However, in the process, the tech showed that the septum plug was detached from the generator. Review of the device history records of the generator noted no prior generator issues and that the device had passed all quality inspections prior to distributions. Product analysis was completed for the returned generator. The generator was returned without the septum. Analysis of the generator found no performance or any other type of adverse conditions with the generator. Product analysis has not been completed for the returned lead product. No further relevant information has been received to date.

Event description:
Product analysis was completed for the returned lead product. The lead assembly was returned in four portions with two tie downs attached. The electrodes were not returned. Due to the condition of the lead as-received, determining the connector pin versus the connector ring quadfilar coils could not be done during visual analysis. Setscrew marks were observed on the connector pin indicating evidence of proper connection between the generator and lead pin. Continuity checks identified no discontinuities in each of the returned portions. No obvious anomalies were noted and the condition of the returned lead portions were consistent with conditions typically found following explant procedures. Note that since the electrode array section was not returned, no analysis could be performed on this portion. No further relevant information was received to date.